Event description:
It was reported that the intraocular lens (iol) had difficulty removing from the shooter; the haptic was positioned incorrectly. The iol was noted as damaged and it was not implanted. There was no patient involvement. No additional information was received.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 device available for evaluation? Yes. Section d9 date returned to manufacturer: november 03, 2025. Section h3 device evaluated by manufacturer? Yes. Device evaluation. Visual inspection of the complaint device revealed that the smartload was received with the lens stuck in the cartridge tip. Viscoelastic residue was observed throughout the cartridge; stress marks were observed on the cartridge tip. The cartridge tip was bent where the lens was stuck. No issues were identified with the lens module or device assembly. The lens could not be removed from the cartridge tip for evaluation. The complaint issue "lens damaged" could not be identified during product evaluation. The complaint issue "stuck in cartridge" was identified; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.